Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker exhibited high ventricular pacing impedance measurements out of range resulting in a lead safety switch (lss). Additionally, a signal artifact monitoring (sam) episode was stored which disabled the minute ventilation (mv) feature signal. Technical services (ts) was consulted and indicated that the impedance trend showed isolated peaks, including normal and out of range values. As the right ventricular (rv) lead was confirmed to be non boston scientific, ts indicated that fretting within the header could be causing these transient high values. Ts provided troubleshooting steps to rule out mechanical issues and noted that fretting is not expected to impact sensing or pacing. No adverse patient effects were reported. This device remains in service.